Event description:
For information and regularisation. The braid broke during surgery. No serious risk for the patient signaled. Delay over than 30 minutes in the procedure: potentially harmful effect requiring a priori revision of the anesthesia protocol.

Manufacturer narrative:
A follow-up report will be transmitted with conclusion of device evaluation. Follow-up - conclusion of device evaluation: three-dimensional shape analysis showed non-homogeneous profile shapes on a line at the bridge. This added thickness does not cause breakage in a static mode. Hypotheses: the analysis was limited to two static tests. The device was not tested after having been subjected to a sinusoidal type charge cycle which can cause weakening of the braid. Was there any cycling of the knee before actually tensioning the braid? The static test demonstrated that subjecting the braid to a single tension does not cause it to break. The static test is performed with a critical positioning of the braid with respect to the button-plate and the entrance of the tunnel. Cycling or friction of the braid on the button-plate or the like has occurred. A tool cut or weakened the braid. After verification of the button-plate, the irregular shape does not generate additional risks. No other complaint concerning this batch number. The quality of the product is not at stake. No corrective action.

Manufacturer narrative:
A follow-up report will be transmitted with conclusion of device evaluation.

Event description:
For information and regularisation. The braid broke during surgery. No serious risk for the patient signaled. Delay over than 30 minutes in the procedure : potentially harmful effect requiring a priori revision of the anesthesia protocol.